Event description:
Reporting status: serious injury - required intervention. Reporting rationale: loose stent requiring medical intervention. Device issue: loose stent. It was reported that the lesion was located in the lad with a reference diameter of distal 2.75 and proximal 4.0. A 28 mm stent was attempted to be placed. The stent did not deploy completely at 10 atm. It was noted that the stent looked like it came off the balloon before inflation, on the proximal part. A voyager nc 3.5 x 20 was used to post dilatate, but it would not pass. Another company's 3.5 x 20 semi compliant balloon was used and inflated to 22 atm. Another company's 5.0 x 15 non-compliant balloon was used for post dilatation. In order to get the balloon in the right place, the guide wire was placed almost into the stent. Post dilatation was done; however, it was noted that it may have caused damage to the stent. No additional event or patient information is available.